Event description:
It was reported that patient underwent hip procedure in 1995. Patient underwent revision surgery on (B)(6) 2010 due to patient reporting pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report filed (B)(6) 2010.